Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs2792 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed (B)(6) 2018 for chemo use. It was stated that last week it was hard to flush but the rn was able to flush it. The catheter was removed and a hole was noted at 5cm from zero. It was stated they health care professionals thought the hole was outside of the vessel. The catheter was secured with a securacath.

Event description:
It was reported that the PICC was placed (B)(6) 2018 for chemo use. It was stated that last week it was hard to flush but the rn was able to flush it. The catheter was removed and a hole was noted at 5cm from zero. It was stated they health care professionals thought the hole was outside of the vessel. The catheter was secured with a securacath.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed and was determined to be related to use. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue and adhesive residue throughout the returned sample. A circumferential split was observed in the catheter just proximal to the 8 cm depth marker. Evidence of kinking was observed at multiple points on the catheter shaft. A microscopic observation revealed the split was mostly straight with slightly curved corners. The catheter material at the corners of the split was observed to be lighter in color, and wrinkling of the catheter material was observed near the edges of the split. The fracture surface was observed to be mostly granular in texture. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recs2792 showed one other similar product complaint(s) from this lot number.